Event description:
Patient was revised to address disassociation of the liner from the cup and extreme metallosis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device exhibited no communication as received due to low battery voltage. The device was placed in temperature and humidity testing. The device current was normal. The device's functionality was tested on the bench and on the automated electrical test system. The device met all specifications. The battery was destructively analyzed by the supplier and no anomaly was detected. The cause of the reset and of the battery depletion could not be determined.

Event description:
It was reported that the device was in reset mode. The device was explanted.